Event description:
Information received indicates the head of the bed will not rise.

Manufacturer narrative:
The technician found the head up valve not closing. The technician cleaned the filter screen and valve assembly to repair the bed.